Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m72 implantable tachy lead (B)(6) 2012; d204trm implantable cardioverter defibrillator (B)(6) 2012; 5076 implantable pacing leads (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure to reposition the rv lead the left ventricular lead (lv) was damaged when trying to pull it out of the pocket. The lv lead was tunneled submammary when initially implanted and while trying to tunnel further from submammary to pectoral the lead became separated proximal to the serial number marker with complete unraveling of the wires with complete exposure of the leads. All of the insulation became removed. There was no tunneling tool being used and no sharps were being used. A plasma blade was used to dissect out the device. No ties were used. The lv lead had to be explanted and was not replaced. The lv port of the device was plugged. No patient complications have been reported as a result of this event.